Manufacturer narrative:
(B)(4). The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery near the popliteal artery. Following pre-dilatation with a 4.0mm unspecified balloon catheter, an unspecified supera self-expanding stent was being deployed; however, the last part of the stent deployed in the sheath because the sheath was too close to the landing zone. When removing the sheath, the stent was dragged and elongated. The stent was deployed in healthy tissue near the aortic bifurcation. The self-expanding stent system was removed without using fluoroscopy. Both extremities of the bifurcation clotted. Declotting was performed in both extremities with balloon dilatation and anticoagulants were administered. The end result showed opened runoff flow. The patient will continue to take anticoagulants and will be monitored closely. No additional information was provided.

Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Thrombosis is listed as a known potential adverse event associated with the use of the device and is listed in the supera instructions for use (IFU). As it was reported that the self-expanding stent system (sess) was removed without using fluoroscopy, it should be noted that the supera IFU states: under fluoroscopy, remove the device from the guide wire and evaluate the improved luminal quality of the treated area. In this case, removal of the sess without the use of fluoroscopy did not cause or contribute to the deployment difficulty. The investigation determined that the reported difficulties and subsequent patient effects appear to be related to circumstances of the procedure. The deployment difficulty was the result of the introducer sheath being too close to the landing zone resulting in the proximal end of the stent deploying within the sheath causing the stent to elongate during removal of the sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.